Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens vial. Visual inspection found the lens optic and haptic torn. There was residue on the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -4.5 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted due to being too large and was exchanged for a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.